Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure code 500:320:658 was confirmed during evaluation. This failure is due to the key being pressed for greater than 50 seconds. No repair is needed for this failure code. Similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 500:320:658. It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered that failure code 500:320:658:0000 interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.63.92.